Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available.

Event description:
It was reported that the patient removed the pod after wearing it between 5 and 24 hours and saw that the cannula did not deploy and the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device was received fully deployed. The download data shows the pod delivered 57 pulses and was deactivated by the user at the end of second prime. No abnormalities were seen in the data. The investigation found no damages or deficiencies that would contribute to the cannula failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the needle mechanism deployed. The cause of the reported cannula failing to deploy could not be determined.